Event description:
The user facility reported that during the attempted activation of the safety feature the needle penetrated the sheath. During follow-up communication with the user facility it was reported that: the physician was attempting to activate the safety feature on the table top following an injection; subsequently, the needle "pierced through the back of the sheath:; and no injury occurred as a result of the exposed needle.

Manufacturer narrative:
There was no patient involvement. Results - are based upon user information and evaluation of the involved sample; is based upon testing of reserve samples. Conclusions - is based upon user information and evaluation of the involved sample; is based upon testing of reserve samples. The involved device was returned to the manufacturing facility for evaluation. Examination of the returned sample confirmed that: the needle was bent and broken and the cannula tip was pierced through the sheath exposing the needle; and magnified inspection showed evidence of scratches on the sheath tooth that is consistent with attempted deactivation of the safety feature. Inspection and testing of retained samples from random lots of the same product code confirmed that there were no abnormalities or defects and all samples passed functional testing. There is no indication that there was any relation to a pre-existing device defect. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).